Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. D4: expiration date, d4: UDI section, g4: 510k and h4: manufacture date are all unknown, no information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It reported that the patient developed a granuloma from the end of the trach rubbing, causing a breathing issue and requiring oxygen. They ordered a custom trach that was 10mm longer to bypass the blockage. It is an adult trach with the straight neck bands and a normal cuff and it was installed successfully. The custom trach they received does not have a symbol near the hub. They are concerned whether this means it is not MRI compatible or if it is simply not marked due to being custom-made. There was patient involvement, but it is unknown if there was adverse event.